Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician tested the unit for 24 hours at 37 degree setting for patient and cardio circuit and was unable to duplicate the complaint. The technician returned on (B)(6) 2015 and tested for an additional 5 hours without reproducing the alarm. The technician performed functional testing, verified the unit was calibrated to factory specifications and safety inspected. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).